Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned loose in an envelope along with a (B)(4) pack label from lot w3821. The expiration date on the label is (B)(6) 2020. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up, blocking the port window preventing cutting and aspiration. Due to evidence of use, the cause of the bent needle cannot be determined. Manufacturing and sterilization records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter didn't cut. There was no impact to the patient.